Event description:
It was reported that the right ventricular lead had an elevated sensing integrity counter (sic) over the last four months. It was noted that impedance and thresholds were stable and sensing has low amplitude r-wave values. Also, there had been no recorded episodes with evidence of oversensing and isometric exercises and pocket manipulation were both negative for oversensing. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.